Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection noted that the helix was fully extended and clogged with dried blood. X-ray examination revealed the inner coil filars to be broken/separated due to the inner coil being over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood and over-torqued of the inner coil.

Event description:
Additional information was received indicating that the helix rotation issue that occurred was that the helix not able to retract.

Event description:
During initial implant procedure, the right ventricular (rv) lead was not able to be implanted. The rv helix was not able to rotate. A new lead was selected and implanted to resolve the event. That patient was in stable condition.